Manufacturer narrative:
Visual inspection: the screw was returned in 2 pieces with the tulip disengaged from the screw shank. There was deformation on the screw shank bulb. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Based on the reported event and the returned device, the most likely root cause is excessive removal force. The screw initially got jammed into the bone due to hard bone quality. Deformation seen on the screw head, possibly caused by misalignment, subpar connection, or excessive force trying to drive the screw in, most likely caused the issues with the surgeon connecting the screwdriver for removal. With the surgeon unable to use the screwdriver, a rod and blocker was placed to helicopter the screw out. This maneuver most likely applied excessive force to the screw causing the tulip to disengage.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged intra-operatively. The surgeon initially attempted to insert the screw to the right of c7, but the screw would not advance to the desired depth. The surgeon then tried to remove the screw by using a rod and blocker to helicopter the screw out, but the screw head disengaged from the shaft. The remaining screw shaft was then removed from the surgical site. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay by using a replacement screw.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged intra-operatively. The surgeon tried installing the screw to the right of c7, but the patient's bone was hard and the screw did not advance halfway. The surgeon tried to remove the screw using excessive load on the screwdriver, but the screw head could not be removed. The surgeon cut the rod short, installed a rod blocker on the screw, and tried to remove the screw by turning the rod. As the rod was turned, the screw head came off the screw. All fractured pieces were removed from the patient. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay by using a replacement screw.